Event description:
Per complaint (B)(4), a patient's dental implant partially broke off when the patient's lower denture was being unscrewed. The rest of the dental implant was strongly osseointegrated with the patient's bone, and was not explanted. No additional adverse patient consequences were reported.